Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's implantable cardiac monitor exhibited a false pause episode caused by signal dropout and under sensing. On (B)(6) 2018, the implantable cardiac monitor was explanted and patient was upgraded to a pulse generator. Patient's condition was good before and after the procedure.